Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: on investigation, the pump powered on with auditory and vibration; however, the display screen remained blank. The reported ¿blank screen¿ complaint is duplicated. The pump¿s cover was removed, the u22 eeprom component was found cracked; eeprom failure is concluded as the reason for the blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.